Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no activity outside normal patient use observed in the black box or download history. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that his wife resumed pump therapy on (B)(6) 2012, am after a one month elective hiatus. The patient took her last dose of long acting insulin (B)(6) 2012 pm, and her blood glucose (bg) levels were fine until evening of (B)(6) 2012. Her bg was 280mg/dl after dinner. She took a 2 unit correction bolus and an hour later her bg was 400 mg/dl. She took another correction and an hour later bg was still 400 mg/dl . The patient was mildly nauseated and her urine was positive for ketones. The patient does not feel safe using the pump at this time and has discontinued pump therapy at this time. This complaint is being reported due to the allegation that a patient on insulin pump therapy developed hyperglycemia with positive ketones.